Event description:
It was reported to boston scientific corporation that during a percuflex ureteral stent replacement procedure, the stent tore inside the patient. The patient was moved from the cystosuite to the operating room for removal of the detached stent portion. A pyelogram procedure successfully removed the stent from the patient. The size of the detached stent portion is unknown. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4).